Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 311 mg/dl and 87 mg/dl. On (B)(6) 2017 he received results of 209 mg/dl and 110 mg/dl within 10 minutes, and on (B)(6) 2017 he received results of 262 mg/dl and 121 mg/dl within 10 minutes. No adverse event reported. Return of the suspect device was requested for evaluation.